Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device delivered an abnormal charge during testing. In addition the customer reported an event code had logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Another event code was reported to be logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customers device and found the root cause was shorted transistor q7.

Event description:
The customer contacted physio-control to report that their device delivered an abnormal charge during testing. In addition the customer reported an event code had logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Another event code was reported to be logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use reported with the event.